Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was higher than 400 mg/dl for the past three days. The patient treated via insulin pump bolus. During troubleshooting there were no apparent anomalies with the infusion set, reservoir, or insulin pump. However, the customer declined to review their settings or perform a high pressure test. The insulin pump was not returned for analysis.